Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported jagged capsulotomy leaving tags which cause radial tears. No vitrectomy needed and planned lens implanted. Additional information requested.